Event description:
It was reported that patient had bilateral knees done on (B)(6) 2013. Follow-up showed radiolucent lines below tritanium baseplate, more on the left than right tibia. A review of the surgeon's findings of the patient's follow-up indicated a little bit of radiolucency at the anterior component femoral interface on the left and a radiolucency around the tibial phalange seen on the laterals. The left appears to be more prevalent than the right. The surgeon indicated that these could represent loosening of the tibial components.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Manufacturer narrative:
An event regarding presence of radiolucency below the baseplate involving a tritanium baseplate was reported. The event was confirmed. -medical records received and evaluation: the provided medical information was reviewed by a consulting clinician who concluded: ¿continued observation appears recommended and if clinical symptoms would develop and the radiolucent lines would be progressive, corrective action could be undertaken by tibial component exchange although the prognosis appears good in this case because ¿settling¿ of components is taking place. Both pi cases (B)(4) have the same root cause of failure through a procedure-related factor of imperfect contact fit between baseplate and tibial bone resulting in micromotion of the baseplates under load. Both pi cases are not device-related.¿ -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the reported radiolucency was caused by procedure-related factors. The baseplate appears to have settled in a stable position.

Event description:
It was reported that patient had bilateral knees done on (B)(6) 2013. Follow-up showed radiolucent lines below tritanium baseplate, more on the left than right tibia. A review of the surgeon's findings of the patient's follow-up indicated a little bit of radiolucency at the anterior component femoral interface on the left and a radiolucency around the tibial phalange seen on the laterals. The left appears to be more prevalent than the right. The surgeon indicated that these could represent loosening of the tibial components.